Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2009 (B)(6), explanted: na, product type: lead, product ID 37752, serial# (B)(4), product type: recharger, product ID 37743, serial# (B)(4), product type: programmer, patient product ID 3708120, serial# (B)(4), implanted: 2009 (B)(6), explanted: na, product type: extension. (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief in her neck and numbness in her right arm after being "jerked around" in her car. The patient couldn't feel stimulation in her neck and the stimulation in her arm made it feel "numb and cold." The patient requested reprogramming to resolve the issue. It was also noted that the patient's recharger screen flickered and the contrast was dim. Additional information was requested, but was not available at the time of this report.